Manufacturer narrative:
(B)(4). The patient was connected to the patient line during the prime, and had the clamp closed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to open the clamp on the patient line to ensure proper priming. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was connected to the setup for peritoneal dialysis therapy, during the prime. The care giver (cg) was inquiring about whether they should open the clamp on the line connected to the patient. The technical service representative (tsr) advised the cg that the patient should not have been connected at that time. The tsr advised the cg to disconnect the patient and start over using all new supplies. The tsr also went over proper procedure with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.